Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely there was no problem in the subject device, but the problem was in the scope or scope communication cable used in combination.

Event description:
Additional information was received from the reporter on 14jul2021: this error occurred while cleaning the device after a colonoscopy. The procedure was completed without delay with the device in question and no other devices were used. No devices were replaced during the procedure. There was no harm or injury to the patient.

Event description:
It was reported to olympus the device gave a b30 error message on start up for a diagnostic procedure. No patient involvement.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, troubleshooting was performed with olympus technical support over the phone. The customer was instructed to clean the pins which did not resolve the issue. The customer was instructed to reseat the scope communication cable. Attempts to contact the customer to determine resolution were unsuccessful and therefore it's unknown if the issue has been resolved. The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.